Manufacturer narrative:
The reported event of high impedances was confirmed. The reported event of lead migration cannot be confirmed by product testing alone. As received, visual inspection showed the returned lead had all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead had migrated, confirmed with x-ray imaging. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.